Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 15 days after the onset of peritonitis, treatment with cefazolin was discontinued. On the same day, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning one day after onset, the patient was treated with cefazolin 1.5 grams per day intraperitoneally scheduled to end thirteen days after this report was initially received and received a loading dose of ceftazidime 2 grams intraperitoneally for the peritonitis event. Two days after onset, the patient began treatment with ceftazidime 1.5 grams per day intraperitoneally for six days for the peritonitis event. Physioneal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.